Manufacturer narrative:
There are no devices of this lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. She reported that the delivery set was observed to be leaking about 2/3 of the way through the procedure. The report stated the volume of patient blood lost to be between 100-200ml. There were no patient complications reported as a result of the alleged event. The report stated the device would be returned to the manufacturer for analysis.

Manufacturer narrative:
The returned complaint sample was attached with fluid delivery source and identified leak. The leak was observed on non-functional area or pump cassettes. The lower radius was delaminated internally and leak out through the nonfunctional area of pump cassettes and confirming the complaint condition. The device history records for this lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition.